Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, noise was observed on the ventricular and atrial channel. The patient was asymptomatic. The noise was determined to be external, therefore, no actions were taken. The patient is in stable condition.